Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported that a patient experience paradoxical hyperplasia (ph) to the abdomen (upper abdomen over the ribcage on both sides and mid abdomen just above the umbilicus level on both sides) on (B)(6) 2025, after coolsculpting elite treatment to the abdomen and upper arms, using curve 150, curve 240 and flat 165 applicators, 3 months post treatment. Healthcare professional later reported "tissue in higher upper abdomen sitting over ribcage is significantly enlarged compared to pre-treatment and firmer. Patient states this is significantly firmer than before treatment. Tissue at the mid-abdomen just above the umbilicus level is slightly visibly enlarged compared to pretreatment but is significantly firmer and hard to the touch. Patient states this is significantly different than pre-treatment".